Event description:
Inability to insert diametrics medical limited neotrend-l sensor past the luer fitting into a diametrics medical limtied 3.7 fr umbilical artery catheter. After multiple attempts, blood backed up into uac and sensor. No report of harm or injury to the pt has been received.